Event description:
On (B)(6), 2009 the pt was implanted with a gore excluder aaa endoprostheses for an abdominal aortic aneurysm. It was reported, on (B)(6), 2011 a computed tomography revealed a type I distal endoleak. The physician believes a cystectomy to correct bladder cancer, performed in (B)(6) 2010, may have contributed to the type I endoleak. On (B)(6), 2011 the physician reintervened and implanted a contralateral leg component (B)(4). The endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
The review of the packaging paperwork verified that this lot met all pre-release specs. (B)(4).